Event description:
It was reported that during the implant procedure, the setscrew was fixated with the wrench. When the wrench was removed from the port, the set screw was found on the tip of the wrench. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.